Manufacturer narrative:
The returned product was visually inspected. It was found that one of the blades of the 25ga curved scissors is broken. The breakage indicates the presence of stress crack corrosion. During forming of the inserts stress cracks can be introduced, if the ductility of the material is insufficient. Such stress cracks can lead to stress crack corrosion over a longer time period. This complaint is the first one after the improvement of the hardening process. It is the first complaint after (B)(4) mfg devices. In fact, it is not possible to avoid single cases of corrosion during the mfg processes because of potential inhomogeneous of the raw material. Therefore, no corrective actions will be performed and the issue is regarded as a single event. (B)(4).

Event description:
Malfunction: broken scissors. The surgeon reported, when the scissors were inserted through the trocar cannula into the eye, the cross action cutting was not observed. The surgeon noted upon extraction of the scissors, one of the blades was broken. There was no impact to the pt reported. Additional info has been requested.